Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose."

Event description:
It was reported that customer went to the emergency room and was subsequently hospitalized due to a low blood glucose (bg) level of 40 mg/dl; cause was unknown. Customer consumed carbohydrates and was treated with intravenous fluids and insulin to address bg. Reportedly, the healthcare provided also adjusted the customer's personal profile settings to address bg. At the time of the report with tandem technical support there was no permanent damage and the customer was still admitted to the hospital. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling. The customer alleged that the pump delivered boluses that the customer did not request; however, this could not be confirmed as pump logs were not available for time of event. Tandem technical support performed a full pump system check and verified that the pump was functioning appropriately.